Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the returned product consisted of and angiojet pe thrombectomy system. The pump, shaft, and tip were microscopically examined it was observed that there was a the break in the catheter that was 44cm and 53cm from the tip of the catheter. There was another break in the hypotube at the strain relief and where the effluent line barb attaches to the manifold. There was also was a break in the supply line 57cm from the pump. Functional testing of the tip was performed by running a 0.035 guidewire through the tip. The guidewire extended pass the tip and did exit out the break in the catheter that was at 44cm. The tip was intact and there was not damage to the actual tip of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.bsc ID # a00637747 / tw # 4512671

Event description:
Reportable based on device analysis completed on 07 apr 2017. It was reported that the catheter tip was damaged and the wire would not pass through the catheter. An angiojet® ultra pe catheter was selected for a thrombectomy procedure in the pulmonary artery. During preparation outside the patent, it was observed the catheter tip was damaged and the wire would not pass through the catheter. Another of the same device was used to complete the procedure. There were no patient complications and the patient was stable. However, device analysis found a broken shaft.